Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. No abnormalities were noticed prior to using of the sheath. It has been mentioned that during the insertion of the farawave catheter into the faradrive physician noticed that the seal on the faradrive was introducing air through the valve of the sheath. Both air and fluid leak were noted from the valve. Sheath was flushed multiple times and catheters were removed and readvanced, but problem persisted. Both saline and blood leak were observed from the valve of the sheath. Pressure bag and 20cc syringe was attached to the sheath with slow flow rate. No air seen in the patient. Thus, the procedure was completed successfully using different device (same model). No patient complications have been reported. The product is not expected to be returned as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.